Event description:
The device was removed due to a "tubing break". The reservoir and assembly kit component(s) only were removed and replaced. Additionally, it was stated that "pt experienced trauma resulting from a pelvic fracture". The physician stated that "this may or may not have contributed to or caused this event".